Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting they have been affected by cold weather even before being implanted. They stated their head would pull because they have dystonia and they would be "real crippled" by cold weather. They stated they had tried grounding shoelaces already. During episodes, family members have reported seeing the "electrical going on" in the patient's face and specifically, have seen the patient's eyes moving back and forth and their face making a clenching motion. They reported they feel like they are holding an electrical fence when there is a bad storm, but once the storm is gone and the electricity out of the air is away, then it goes away. They described when they are in their house, upstairs with the door shut, and a family member is downstairs blow drying their hair, they are "okay". They reported when storms occur sometimes, it feels like they are being electrocuted really bad and sometimes they don't feel anything at all. The patient has tried grounding jackets already. They reported they can't get off the floor, their eyes and whole body is just totally being electrocuted the whole time.